Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified cartridge issues occurred resulting in multiple cartridges becoming unusable. There was no adverse impact to customer's blood glucose level. Reportedly, customer changed cartridges tor resume insulin delivery.